Manufacturer narrative:
Product complaint # (B)(4). Batch # r59u19. Investigation summary: the analysis found that one gst45b cartridge reload was received for analysis, the reload was received with the right side fully fired, left side partially fired 1/10. Upon evaluation of the reload, the one piece sled was noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: how much blood was lost (ml)? I don¿t know. Did the patient require a transfusion? Not that I am aware of. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? I don¿t know. Probably just extra attention due to what happened.

Event description:
It was reported that during an unknown procedure, the surgeon fired the device with a blue reload and wanted to do the bariatric pouch. Somehow the staples were only released on one side. The abdomen side had been stapled, however on the pouch side staples were not released and the tissue has been cut but not stapled. There was basically a hole and it was bleeding. The surgeon had to take an new reload to close the hole. The procedure was delayed an unknown amount of time. Procedure was completed with the same stapler and a new reload. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one gst45b cartridge reload was received for analysis, the reload was received with the right side fully fired, left side partially fired 1/10. Upon evaluation of the reload, the one piece sled and the cartridge deck were noted to be damaged. No functional test could be performed due to the condition of the reload. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.